Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right ventricular (rv) lead had oversensed noise, which resulted in pacing inhibition. In addition, the pacemaker had triggered a lead safety switch (lss) on the right atrial (ra) lead due to impedance measurements, measuring greater than 3000 ohms. After, the lss noise was oversensed on the ra and rv leads. Additionally, the ra lead oversensed the minute ventilation (mv) sensor signal and the device declared signal artifact monitor (sam) episodes, which disabled the mv sensor. The rv lead impedances were out-of-range on the sam episodes as well. When physician tried to switch to the bipolar configuration for capture, no capture was observed at 5v for both the ra and rv leads. The lead measurements were within normal limits in the unipolar configuration. Technical services (ts) provided troubleshooting options. An x-ray was performed, but the results were inconclusive. The pacemaker, ra lead, and rv lead remain in service. No adverse patient effects were reported. Additional information was received confirming that and x-ray was performed and both leads are damage in the same location (costoclavicular forceps). This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this right ventricular (rv) lead had oversensed noise, which resulted in pacing inhibition. In addition, the pacemaker had triggered a lead safety switch (lss) on the right atrial (ra) lead due to impedance measurements, measuring greater than 3000 ohms. After, the lss noise was oversensed on the ra and rv leads. Additionally, the ra lead oversensed the minute ventilation (mv) sensor signal and the device declared signal artifact monitor (sam) episodes, which disabled the mv sensor. The rv lead impedances were out-of-range on the sam episodes as well. When physician tried to switch to the bipolar configuration for capture, no capture was observed at 5v for both the ra and rv leads. The lead measurements were within normal limits in the unipolar configuration. Technical services (ts) provided troubleshooting options. An x-ray was performed, but the results were inconclusive. The pacemaker, ra lead, and rv lead remain in service. No adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this right ventricular (rv) lead had oversensed noise, which resulted in pacing inhibition. In addition, the pacemaker had triggered a lead safety switch (lss) on the right atrial (ra) lead due to impedance measurements, measuring greater than 3000 ohms. After, the lss noise was oversensed on the ra and rv leads. Additionally, the ra lead oversensed the minute ventilation (mv) sensor signal and the device declared signal artifact monitor (sam) episodes, which disabled the mv sensor. The rv lead impedances were out-of-range on the sam episodes as well. When physician tried to switch to the bipolar configuration for capture, no capture was observed at 5v for both the ra and rv leads. The lead measurements were within normal limits in the unipolar configuration. Technical services (ts) provided troubleshooting options. An x-ray was performed, but the results were inconclusive. The pacemaker, ra lead, and rv lead remain in service. No adverse patient effects were reported. Additional information indicated x-ray imaging was performed, and it was confirmed that the lead crushed/damaged.